Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient told the hcp that their pump wasn¿t working anymore. Details about what this meant were not provided. Relevant MRI info was reviewed. No symptoms were reported. No further complication were reported.